Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 201 mg/dl. Contact stated back up therapy would be obtained. Multiple attempts were made by tandem technical support to verify if customer was able to obtain back up therapy; however, no additional information was provided.